Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device provided high readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: only one sensor was initially reported, however the customer returned 3 sensors with the same manufacturing lot. The returned sensors were evaluated. During evaluation, all sensors passed visual and functional testing. During simulation testing, the sensors passed manual and preset conditions and provided accurate measurements. The sensors were determined to be functioning as designed.

Event description:
The customer reported that the device provided high readings. No consequences or impact to patient were reported.